Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The field service engineer (fse) duplicated and verified complaint. During and est test the unit failed the block wye test. Fse performed troubles shooting and determined the inhalation assemble was leaking. Fse replaced the inhalation assembly. After the inhalation assembly was replaced fse performed the performance tests . Fse replaced the air flow and exhalation flow sensors. This inhalation module was returned and tested but showed no failures. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Caller reports patient circuit test failed during extended self test. Not in use. No patient/user harm reported. During the performance testing the field service engineer (fse) found the unit failed the airflow test. The airflow and the exhalation flow sensors were out of tolerance.